Event description:
The rn met with resistance when trying to administer doxorubicin with an attached phaseal injector luer lock device. There is a question of incompatibility between the hospira/ICU medical IV clave and the phaseal luer lock. Hospira says the clave is not compatible; phaseal has represented that it is. Additional problems our hospital has experienced with the phaseal: 1) syringe pump with the phaseal pieces does not sense or accept any syringes smaller than 20 cc's which is a problem with the pediatric and neonate population; 2) we have had needle exposures due to incorrect use; 3) in a couple of situations our connector has broken the clave. The manufacturer is working with the hospital to resolve these issues, some of which are education-related.